Event description:
Reporter alleged feeling sweaty, dizzy, blurred vision, and the inability to walk when she tried to test on her aviva system, but couldn't because of an error message. Reporter stated her husband called the paramedics and they obtained a result of 52 mg/dl on their system. Reporter stated they gave her orange juice and glucose paste as treatment. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.